Event description:
It was reported that there was a primary audible alarm background (bkgd) test. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the top case was cracked (front left corner - from impact). Functional testing could not replicate the reported problem. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This MDR was generated under protocol (B)(4).